Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out. It was stated that the customer changed several reservoirs, but the issue continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker.